Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported two patients experiencing myopia whose intraocular lenses (iols) have become cloudy. There are no pt identifiers provided for either pt. Additional info has been requested.